Manufacturer narrative:
The incident narrative stated that after the mynx was deployed and balloon removed, it was noted that a portion of sealant was on the balloon. However, the condition of the device does not match the description of the incident. The device was received with the shuttle cartridge engaged to the handle. Sealant was in mfg position and was visible through the shuttle cartridge side slit. Blood was observed on the distal tip of the sealant. The balloon did not inflate due to dry contrast in the balloon and in the catheter. Visual inspection at high magnification revealed a micro tear on the balloon, approx 6 mm from the balloon proximal tip. The review of the lhr (lot f1328001) indicated that the device lot met all established performance criteria prior to shipment. Based on the investigation performed, the probable cause for the failure could have been balloon loss of pressure. However, the root cause of the tear could not be conclusively determined.

Event description:
The following info was reported by aci sales rep: "the tech stated that after the mynx was deployed and balloon removed, it was noted that a portion of sealant was on the balloon. They converted to manual compression for 20 minutes and hemostasis was obtained." The pt was hospitalized.